Event description:
Catheter from pump to intrathecal space was fractured. No baclofen was getting into system. It caused extremely painful continuous spasms of both lower extremities. Ambulance to pain clinic for interrogation. Baclofen pills.